Event description:
A medtronic representative received a report from a site biomed representative that, while in a cranial procedure, the surgeon alleged a 1/4 inch inaccuracy in all directions. The biomed representative was unable to provide any additional information. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported determined that the navigation system articulating arm was slipping, even when tightened fully. It is likely the inaccuracy occurred as a result of this issue. Return of suspect vertek arm requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the site is not planning to replace the device. The one they have is still functional and they just need to make sure to tighten it down securely for each case.a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.